Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 504 mg/dl at the time of incident. Customer's other relevant blood glucose level was 384 mg/dl. It was reported that the customers insulin pump delivered bolus no alerts in pump during delivery active insulin 4 units. The insulin pump will not be returned for analysis.